Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-01317 /-02860 & 2015-01625 /-01628).

Event description:
It was reported that the patient enrolled in a clinical study underwent bilateral hip arthroplasty procedure on (B)(6) 2003. Subsequently, a right hip revision procedure was performed to remove and replace the acetabular cup on (B)(6) 2012 due to unknown metal complications. A review of invoice history confirmed the modular head was also removed and replaced during the revision procedure. Additional information received in patient medical records indicates that the right revision procedure that took place on (B)(6) 2012 was due to pain, fluid collection and elevated metal ion levels. The operative notes confirm that the acetabular cup and modular head were removed and replaced. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain, elevated metal ion levels and adverse reaction to metal debris. Operative report noted the presence of corrosion at the taper. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head.